Event description:
A malfunction was reported on the pump, identified by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which successfully resolved the issue, as the malfunction code did not recur. The customer was advised to call back if the issue reappears, and they acknowledged and understood the instructions.